Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a video socket failure. Additional evaluation finding: software version 3.01 installed; upgrade to version 4.10 recommended. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that there was static in the image, found during a diagnostic cystoscopy procedure. The intended procedure was completed after a 5 minute delay using another similar device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty video socket connector could not be identified. Olympus will continue to monitor field performance for this device.